Event description:
A 6f vista brite tip guiding catheter was reported to be crushed in the middle, and preliminary analysis revealed shaft leakage. The pt had been admitted for treatment of the left anterior descending (lad) artery. The catheter had been inserted with no difficulty and the wire pulled out. The physician was then unable to get a negative draw or insert anything through the catheter. The catheter was easily removed, and it was noted to be "crushed" in the middle. The target vessel was mildly tortuous, but there had been no force applied to the device during use. An xb35 guide catheter was used to complete the procedure and there was no pt injury.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.